Event description:
On (B)(6) 2014 at the imaging center. On (B)(6) 2014, I found out I have a essure implant dislodged after 5 years implant was done on (B)(6) 2009 now not sure what will happen. Have to see a ob-gyn. Went and researched online and looks like I'll be doing a hysterectomy because of this. Very upset was not told this could happen. Meanwhile over the past years I've had all kinds of health issues not sure if it related. I get very bad cramps and have over the past few years. On (B)(6) 2014, I started bleeding. After the essure implant I stop bleeding. It's been 5 years so when I started to bleed I went to the doctor the testing started only to find out it's dislodged. (B)(6) 2014 - vaginal ultrasound/pelvic ultrasound.